Event description:
During baxter's functional testing, a spectrum pump constantly alarmed downstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The found symptom (constant downstream occlusion) was reproduced and confirmed through evaluation. The readings from the downstream sensor were above specification due to a failed downstream sensor. The failed downstream sensor was replaced.